Event description:
The event involved a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer and occurred at the surgically reanimation unit. It was reported propofol was put into patient¿s electric syringe during the night of (B)(6) 2025, the product leaked outside the octopus and was never administered to the patient, who was unable to rest. The patient was in the process of being weaned from mechanical ventilation and experiencing significant anxiety. The medication was intended to allow the patient to rest so that she could effectively breath during the day to progress toward potential extubating. There were no holes, cuts, tears or any other defect found with the device and no signs of malfunction with the device before the incident. The leak occurred at the connection between the electric syringe tubing and the octopus. The octopus is stored in reserve and then transported to a cabinet at the pharmacy, stored at room temperature in a dry place and sheltered from light, same at the pharmacy. The issue is a recurrent one with the device while using propofol and observed at the same place (the connection between the electric syringe tubing and the octopus). There was patient involvement, no adverse events/human harm reported.

Manufacturer narrative:
Received one used 011-h3424 pur smallbore trifuse ext set for inspection. No defects or anomalies noted on initial inspection. The set was leak tested per product specifications. There was leakage from the female luer of one (1) of the check valves. Examination of the female luer showed a crack. The reported complaint can be confirmed. The probable cause is due to environmental stress cracking during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.